Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female plaintiff who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the plaintiff had essure (ess205) inserted. On an unknown date, the plaintiff experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). The plaintiff was treated with surgery (total laparoscopic hysterectomy on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on ooa 2001 to ooa (B)(6) 2003, ooa (B)(6) 2003 to ooa (B)(6) 2004, ooa (B)(6) 2005 to ooa 2006, plaintiff took unknown medication for birth control. Reason of discontinuation was pregnancy or suspected pregnancy. Plaintiff performed confirmation test of essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Reporters were added. Plaintiff details and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and pain were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. Concomitant products included cefazolin sodium (ancef). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain, menorrhagia, dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). The patient was treated with surgery (total laparoscopic hysterectomy), surgery (total laparoscopic hysterectomy, robotic assisted) and surgery (total laparoscopic hysterectomy, robotic assisted). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on ooa 2001 to ooa 07/2003, ooa 7/2003 to ooa 05/2004, ooa 2/2005 to ooa 2006, patient took unknown medication for birth control. Reason of discontinuation was pregnancy or suspected pregnancy. Patient performed confirmation test of essure. On (B)(6) 2012, surgical pathology report showed, 1. Benign cervical squamous epithelium with hyperkeratosis. 2. Benign endocervical glandular epithelium showing no pathologic change. 3. Benign secretory pattern endometrium. 4. Focal adenomyosis. 5. Focal fibrous serosal adhesions. Concerning the injuries reported in this case, the following one were reported via medical records confirming events pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received - new reporter were added. Case updated as medically confirmed. Lab data was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. In may 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain and genital haemorrhage to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.